Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and accuracy tests were performed. The device failed accuracy tests. The problem was caused from a defective explusor. The expulsor was replaced to fix the issue.

Event description:
It was reported that the device had a failure. The results of the investigation found that the pump failed accuracy tests and was under-delivering. There was unknown patient involvement.